Manufacturer narrative:
This report is submitted on april 25, 2024.

Event description:
Per the clinic, the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site and extrusion of device (specific date not reported). The date of explant is on (B)(6) 2023, and the patient was reimplanted with another cochlear device (specific date not reported)

Manufacturer narrative:
Per the clinic, the patient also experienced poor performance with the device. Updated device analysis report attached

Manufacturer narrative:
Device analysis report is attached.